Event description:
Device evaluation: the lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter failed testing. The reported issue was confirmed. The meter was found to have a faded display. The failure was concluded to be a result of inadequate design. Complaints relating to the reported product(s) were evaluated. It was concluded that the number of complaints for the product(s) did not breach thresholds indicative of a systemic issue. On (B)(6) 2018, the lay user/patient contacted lifescan (B)(4), alleging that their ot ping enhanced meter had a pink display. This complaint was initially ruled out because during customer services troubleshooting, there was no indication to reasonably suggest that the product malfunctioned and there was also no allegation of an adverse event as a result of the reported issue.